Event description:
A report was received that the patient was experiencing loss of stimulation and discomfort at the midline incision due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.